Event description:
It was reported the programmer had long boot up time. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had long boot up time. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board is loose. Keyboard and keyboard slide cover are missing. System fan is noisy. Concomitant medical products: r2290 analyzer. (B)(4).